Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of no delivery alarms from the reservoir. The customer's blood glucose reading was 229 mg/dl. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the pump did not alarm no delivery with manual prime. The customer was advised that changing the reservoir resolved the issue. The customer was advised to return the reservoir.